Manufacturer narrative:
A review of the device history record for strattice lot sp100392 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 28/mar/2025, pmqa received notification from legal that the plaintiff profile form (ppf). As per the ppf form, the patient underwent recurrent incarcerated incisional hernia surgery and was implanted with the strattice device lot# sp100392-141 and ref. #(B)(4) on (B)(6) 2016. On (B)(6) 2018, patient underwent small-bowel resection, primary anastomosis, extensive lysis of adhesions, removal of prior mesh and repair of recurrent incarcerated incisional hernia with a non-abbive device, phasix mesh (lot #huby1146). The form lists the condition that was treated: (B)(6) 2016 - reduction and repair (strattice) of incisional hernia with small bowel repair and extensive lysis of adhesions. (B)(6) 2018 - abdominal pain, evaluation of sbo; CT ab/pel scan-small bowel obstruction secondary to ventral hernia containing both small and large bowel. (B)(6) 2018 - abdominal pain; small-bowel resection, primary anastomosis, extensive lysis of adhesions, removal of prior mesh and phasix mesh repair of recurrent incarcerated incisional hernia. On (B)(6) 2014, patient was implanted with a non-abbvie device, ventralight st, lot #huyb0394. On (B)(6) 2016, ventralight st mesh was revised and subsequently removed on 11/oct/2018. Between 2016-2019 - hernia repair and small bowel surgeries, post-ops. 7/aug/2024 - abdominal pain; cramping. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.